Manufacturer narrative:
(B)(4). Results and conclusion summation - potential factors of balloon rupture below the rbp include, but are not limited to, mechanical damage from stent, mechanical damage from interaction with another product, accessory, or anatomy, or blockage in lumen.. However, it was garnered from the anatomical information that the lesion in the mid right coronary artery was moderately calcified. This may have caused or contributed to the reported balloon rupture during interaction of the sds with calcified lesion. But the ultimate cause is unk. The review of the finished product lot history record did not reveal any non-conformances. There is no indication of a product deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a stenting procedure on a moderately tortuous, moderately calcified and concentric right coronary artery, during inflation of the balloon at stent deployment, the balloon ruptured at 14 atm. Post-dilatation was then performed with another company's balloon catheter and the stent was successfully deployed. There were no reported patient effects. There is no additional information available.